Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: post market vigilance (pmv) led an evaluation of one idrive powered handle. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an engineering evaluation of the returned devices. No visual abnormalities were noted for the handle. The device memory was examined and error codes were found. The handle was dismantled for evaluation and a break in connection internal to the bldc (brushless direct current) board was confirmed through continuity testing. The bldc board has been identified to be susceptible to damage due to heat stress at the solder station. Manufacturing actions have been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The handle failed the self test. The device was re-sterilized and three different sets of batteries were tried, but nothing would get the device to work or the lights to go off. There was a blinking green light above the handle icon, two solid blue status lights, and no white lights. To correct this condition, they stopped using the device and opened a new one. There was no patient harm. The current patient status is okay.